Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump could not deliver the required amount of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/20/2015 with the following findings: the pump powered on with normal audio and vibratory features. The pump was able to complete a prime sequence with no issues. A 10 unit audio bolus and a 10 unit normal bolus were successfully completed with no issues. The alleged issue could not be duplicated.